Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A hospital employee reported a faulty intraocular lens (iol). The timing of the event and patient impact are unknown. The surgery was completed with another lens. Additional information has been requested.